Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue determined the issue was with the power management pcb so the fse replaced the power management pcb. The fse let the unit charge over the weekend and completed the pm. Equipment passed all functional testing.

Event description:
It was reported that during a schedule preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) batteries not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries not charging.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.